Event description:
It was reported that the device intermittently gave a "connect to test plug" message during the user test. The therapy cable or paddles did not fully engage and lock into place in the therapy connector and would easily fall out. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4): the customer confirmed that they replaced the therapy connector assembly and then observed proper device operation through functional and performance testing. The device was then returned to use.the removed therapy connector assembly will not be returned to physio-control for evaluation and further component cause of the reported failure cannot be determined.